Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the pump found with cassette sensor defective (2127-0106) during testing, could not confirm confirmed through, performed pvt, unit passed all testing criteria. Software updated. Unit reset to standard configuration. Upon further investigation, found additional issues. Replaced battery door assembly. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, the pump was found to have a defective cassette sensor. There was no patient involvement.